Manufacturer narrative:
The insulin pump seats immediately during the priming process due to dried insulin on the motor slide. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify insulin flow blocked alarm due to prime anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.